Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed. The customer mentioned that failed drawer icon on screen, even after rebooting and powering off the pyxis for 10 minutes, the icon remained but did not indicate a specific drawer for recovery. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there was no adverse events or injuries reported based on this event.